Event description:
Additional information was received on (B)(6) 2012,when it was discovered that the explanted products had been discarded by the hospital and therefore could not be returned for product analysis.

Event description:
On (B)(6) 2012, a vns patient reported that she had been experiencing a shocking in the front of her chest and left shoulder for some time but was not specific on when the issue first started. The patient noted that x-rays were taken and nothing was seen as told to her by the physician. The patient stated that a few months ago she had an accident, after the start of the painful stimulation, which caused her device to "not lay down" so she had it removed on (B)(6) 2012. She further stated that she was then informed by the surgeon that the wire by the generator was "hanging loose and tangled with a wire sticking out." The patient clarified what she meant was that when the surgeon opened her up, he noticed the wire sticking out of the lead body. Good faith attempts were made to the physician for further information but no additional information was received. Attempts are underway for the return of the explanted lead and generator to the manufacturer for product analysis, but the products have not been received to date.

Manufacturer narrative:
.